Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy 202 device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed and observed error codes e-349 (communication to obm failed) and e- 344 in the device¿s event log. The third-party service center service technician replaced the device¿s system interface printed circuit assembly (pca) board to address e-349 and oxygen blending module pca board to address e-344. Additional findings not related to the malfunction/issue was damaged to the rubber feet, oxygen blending module (obm) gasket, bottom and rear enclosures, and obm filter duct. All damage parts were replaced on the device. A new warning and serial number labels were placed on the device due to the bottom enclosure case being replaced on the device. The third-party service center service technician observed the handle o-ring, micron filter, power cord clamp, and one base screw were missing on the device. All missing parts were replaced on the device. The following part will proactively be replaced with the device: pollen air filter. After all parts were replaced on the device, the third-party service center service technician performed the functional test. The purge valve test step had failed on the device. The third-party service center service technician evaluated and determined there was a kink in the tubing. The third-party service center service technician reconnected the tubing and re-performed the functional test on the device. The functional test was passed on the device. The third-party service center service technician determined the device was operational.